Manufacturer narrative:
(B)(4). Device lot number not provided/unknown.

Event description:
It was reported that the locator abutment (imloa006) fractured.

Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier (zest) for evaluation. The supplier reported that the post broke at a minimum diameter. No material or product defect was noted. The complaint is confirmed. A singular cause cannot be determined.

Event description:
It was reported that the locator abutment (iloa006) fractured.

Manufacturer narrative:
A good faith effort was made to obtain investigation results from the manufacture of the device but no results were provided. If any results becomes available at a later date from the manufacture a supplemental medwatch 3500a will be submitted.